Event description:
Patient reported right side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify a opening sharp in the plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell assessed as an unidentified (tear) opening.

Event description:
Patient reported right side "deflation." Device has been explanted.

Event description:
Device has been explanted.

Event description:
Patient reported, right side deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation". Device remains implanted.